Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. The supplies were changed to address the event. Blood glucose was in the 300's (mg/dl). Reportedly, customer had scar tissue on the stomach which likely contributed to the occlusions. However, customer declined troubleshooting.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.